Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined system check with tandem system support, so root cause could not be determined. There was no adverse impact customer¿s blood glucose. Customer reverted to manual insulin delivery.